Event description:
A physician has had twenty-two occurrences of inflammation reaction associated with model 940a uv-absorbing hydophilic, posterior chamber intraocular lens. This particular pt has a phaco cataract extraction. The pt subsequently developed what the surgeon describes as an intraocular infection; no secondary was necessary.